Manufacturer narrative:
Calibration and controls were acceptable. There was no indication of a reagent performance issue. Upon review of the alarm trace, multiple sample short alarms were observed on the day of the event, near the time the sample was processed. The field service engineer cleaned the sample probe and waste valve. A vacuum nozzle, sipper nozzle, and pinch tube were replaced. Ise controls and precision studies passed. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the na electrode on a cobas pro ise analytical unit. The customer noted that their patient result moving average checks failed, so they repeated controls. Controls failed, so patient testing was repeated on a second analyzer. The repeat data was deemed correct. The sample initially resulted in a na value of 134 mmol/l and it repeated as 139.3 mmol/l.

Manufacturer narrative:
The na electrode lot number was anw92. The electrode expiration date was requested, but not provided. The investigation is ongoing.